Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, the patient presented with bradycardia. Upon interrogation, it was noted that the right ventricular lead capture threshold had increased drastically. X-ray showed that the lead had slightly dislodged from the apex of the heart. A new lead was inserted and the dislodged lead was removed. The patient tolerated the procedure well.

Manufacturer narrative:
Additional: d10. The damage found was sustained during the surgical procedure. The lead was otherwise normal.